Event description:
Attempted carotid stenting: intention to perform carotid stenting with flow stagnation. Attempted pre-closure of the left common femoral artery across site using the proglide device. After the sutures had been deployed, the device became entrapped. Attempts to advance or remove device with footplate unsuccessful. Traction applied to exterior part of device, which came apart with a portion being retained. Manual pressure applied for bleeding. The terminal portion of the proglide device was captured and retrieved via the sheath in the right groin. No pulses in left foot. Pt taken for emergent surgery/embolectomy.